Event description:
During cesarean delivery with bilateral tubal ligation, scrub tech noted that tip of curved mayo scissors was missing. Search of the field was negative. Pt closed and moved to pacu. X-ray revealed that tip was retained. Pt returned to the or for exploratory laparotomy and removal of tip.